Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl. Reportedly, the healthcare provider had instructed the customer not to administer any correction bolus, and only administer insulin through the pump for meals. The customer completed a bolus at the next mealtime to address bg.